Event description:
It was reported that during surgery (mastoidectomy) the surgeon could hear the motor in the handpiece running, but the burr was not rotating. The pt, who had been opened, was closed and returned to the pt's room.